Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported 5 bd pet syringes 1/2ml 12.7mm x 29g had incorrect label information on them. The following information was provided by the initial reporter: "consumer reported finding 5 boxes with the label of exp date and manufacture date to be switched on boxes only not bags."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned 5 empty shelf cartons for 0.5ml, 29 gauge, 12.7mm syringes from lot 1116597. Each of the labels for the lot, manufacture date, and expiration date feature the manufacture date (2021-06-01) switched with the expiration date (2026-05-31). A review of the device history record was completed for batch# 1116597. All inspections and challenges were performed per the applicable operations qc specifications. There was a notification for this issue and it was released for ¿use as is¿. Based on the samples received, bd was able to confirm the customer¿s indicated failure of manufacturing/expiration date misprints.

Event description:
It was reported 5 bd pet syringes 1/2ml 12.7mm x 29g had incorrect label information on them. The following information was provided by the initial reporter: "consumer reported finding 5 boxes with the label of exp date and manufacture date to be switched on boxes only not bags."